Event description:
It was reported that while being monitored with a delta monitor and ics central station, a pt coded and could not be revived. The users reported that the while some alarms were generated, several alarms including spo2 were later found to have been set to off and as a result the staff reportedly was not alerted in a timely manner that the pt's condition was deteriorating. A draeger service tech was dispatched to check the delta monitor, the ids, and the ics central station. The tsr reported that when he arrived, the delta monitor had been discharged and therefore the alarm history was gone. The ics has remained in use and the ids and delta were reportedly cleared for return to use after the draeger tech's visit. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.